Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The device was received with the burr separated. The advancer, drive shaft, handshake connections, housing, sheath, coil, and burr were visually and microscopically examined. Inspection of the device found that the coil had been kinked, stretched, and detached within the sheath, and wear was identified within the sheath. Product analysis confirmed the reported burr detachment. The reported difficulty encountered during removal could not be confirmed as clinical circumstances could not be replicated.

Event description:
It was reported that the burr and wire were fractured and became stuck inside the patient. A 1.25mm rotapro and rotawire were selected for use. During procedure, it was noted that the burr and wire were fractured and became stuck inside the patient. No further information is available.

Event description:
It was reported that the burr and wire were fractured and became stuck inside patient. A 1.25mm rotapro and rotawire were selected for use. During procedure, it was noted that the burr and wire were fractured and became stuck inside the patient. No further information is available.